Manufacturer narrative:
(B)(4). The homechoice (hc) device was not returned for evaluation. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. The reported event could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unknown alarm. This occurred during an unknown step in peritoneal dialysis therapy. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.